Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It is reported that the valve of the device is clogged and not working.

Event description:
The initial implant involved a ventriculoperitoneal (vp) shunt. There was a suspected blockage at a later date. The patient was noted to have increased protein concentration in the cerebrospinal fluid (csf). Other symptoms leading up to revision included wound leakage and fluid collections along the shunt.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4).) Is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4).). Exemption number: e2014018 additional and corrected information: patient tab - age- 1 month, weight - 3.8 kg, height - 0.55 m. Expiration date: 12/31/2020, approximate age of device: 15 months, production date: 02/22/2016. Manufacturing site evaluation: the product was not returned. The traceability to the product can prove that there were no deviations. The mininav valve was manufactured by a qualified employee in february 2016. Deviations during assembly did not occur. The valve has a normal pressure range 10 cmws. All parameters (opening, pressure, reflux, tightness) are inspected and signed during the manufacturing process. We have checked our complaints of the last 3 years; there were a total of (B)(4)complaints in 2016 with no capas, and no complaints in both 2017 and 2018. As described in our literature, any deposits of protein or blood that may be present can s well affect the functioning and lead to a blockage of the valve. What actually has led to the blockage cannot be explained since this would require an investigation of the product.